Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was damaged. Customer stated that insulin pump's screen had crack. Customer's current blood glucose was not given. Customer mentioned that they are unable to read the screen due to crack. Insulin pump will not be return for analysis.